Event description:
Patient reported right side back and shoulder pain (not device related), capsular contracture baker grade unknown, and exchange from textured to smooth due to the concern of the product. The device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.